Manufacturer narrative:
One device was received for evaluation for the complaint that there was a failed force sensor test. The review of event log found that no errors related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was not verified when reviewing the alarm history nor was it duplicated. The pump was recalibrated and tested passing all verification testing. All testing and calibration were performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a failed force sensor test. The event occurred during self-test.